Manufacturer narrative:
The malfunctioning device was returned to vygon u.s and as forwarded to vygon (B)(4) (the manufacturer) for evaluation and complaint investigation. The results of this investigation are still pending and will communicated to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
A PICC was found to be leaking at the distal portion by the connector. The PICC was removed. The patient did not suffer an ill effect from the product problem.